Manufacturer narrative:
Medical device expiration date: na. Investigation summary: two photos and one 10ml syringe (p/n 304406) assembled to an injectate delivery system were received. The syringe was visually evaluated. Part of the barrel from the 1ml grad line to the tip was received broken off from the syringe. The broken piece of the barrel was observed to have its collar cracked around the base and the tip bent. A crack was also present from the zero line on the broken piece up to the last scale marking visible. Potential root cause for the cracked luer defect could not be confirmed based on the evidence provided. The syringe was used in an unknown assembly process after leaving the manufacturing site. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 10ml luer-lok gamma irradiated leaked from the damaged luer-lock tip and cracked barrel. The following information was provided by the initial reporter: "customer report of issue of "plunger was unable to be pulled" was not confirmed during evaluation, however, leakage was observed from co-set syringe tip area. Checkvalves of flothru housing functioned properly during priming using coset syringe from lab." "Tip of returned syringe dimensionally passed iso standard. Leakage occurred from a crack between the tip luer lock and syringe barrel. Damage was also noticed from the threads of the luer lock."